Event description:
Boston scientific received information that during a follow-up, it was noted that this right atrial lead exhibited a high, out of range pacing impedance measurement and an elevated threshold measurement. A revision procedure was done. During the procedure, the physician disconnected the leads from the device and reconnected them, and measurements were within normal range. This lead was found to be stretched, so the physician moved it and the measurements were the same. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.